Event description:
The pump was returned for service with the report of turns on and off by itself. Although attempts were made by baxter service representatives to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hospital biomed stated they have no record of any pt incident involving the pump since the last baxter service event.